Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot noted. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No delivery alarm noted during testing. Insulin pump received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down arrow of insulin pump was rubbed off. The customer¿s blood glucose level was unknown. The customer stated that threading of battery casing and battery cap was worn and also very difficult to screw battery cap on. The customer stated that insulin pump had unexplained no delivery alerts. Customer also stated that there was condensation inside the screen. The insulin pump will not be returned for analysis.